Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. However, the patient makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. Therefore, based on available information at the time of the review, the reported event of lung damage is assessed as not related to the device in this case. Additional information is needed for further clarification and assessment of the patient¿s alleged harm(s). The device has not yet been returned to the manufacturer for evaluation. Due to no patient contact information, attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.